Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required, f2303 medication required. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: not observed rupture on the device. Pain: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Seroma/late: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Wrinkling: no observed wrinkling on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported left side pain, rupture, "¿hardening and lobulations," fluid, and ¿lymph nodes prominent in the axillary chains." Treatment with singulair was given. The device has been explanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side pain, rupture, "¿hardening and lobulations," fluid, and ¿lymph nodes prominent in the axillary chains." Treatment with singulair was given. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.